Event description:
Following an anterior-posterior repair performed in 2003, the pt returned to the dr complaining a pressure in the pelvis area. The pt was referred to a urologist who performed exploratory surgery and opened the anterior pouch. Approx 100cc of blood and pus expelled along with a portion of the tissue implant. The dr estimated approximately 30cc of the expelled fluid was pus. The dr re-approximated the mucosa over the tissue and closed pt. Pt was placed on antibiotics. No further complications were reported.